Event description:
A talent stent graft system was implanted into a patient for the emergent endovascular treatment for an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology was not reported. At time of initial implant it was reported that the devices were implanted high above both the left and right renal arteries. Currently, a secondary intervention was required to resolve the occlusion. Another manufacturer's stent graft was reported to have been implanted successfully opening up the right renal artery, resolving the occlusion and re-establishing flow. Via angiogram the left renal artery was receiving blood flow and did not require intervention. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion, devices implanted high. Conclusions: devices implanted high.